Manufacturer narrative:
The zoll catheter in complaint was returned for investigation. A supplemental report will be filed once investigation has been completed. Based on available information, the patient's death was attributed to the patient's clinical condition and not to ivtm treatment. The adverse event was not related to the device or procedure.

Event description:
The patient (hospitalized with unspecified illness) was inserted an icy catheter without issue and received ivtm therapy for hypothermia. Approximately 12 hours into cooling phase, the user observed an airtrap alarm on the thermogard console and the saline bag was emptying. Inspection found no signs of leak on the floor or on the start-up kit (suk). The user was unable to specify the amount of fluid the condensate pan had accumulated at the time of the issue. Thus a possibility of a catheter leak is likely. Following this, the user cleared the airtrap sensor of moisture, replaced the suk and used another saline bag to complete the ivtm treatment using the same icy catheter and the same thermogard console with no further issue reported. The length of delay replacing the suk was not specified. Ivtm therapy was completed. It was further reported that at an unspecified time, the patient expired due to their pre-existing illness. The patient outcome is not attributed to the delay exchanging to another suk during ivtm treatment. Attempts to obtain further information regarding the patient outcome was made. Per zoll representative in (B)(4), no further information will be provided to the manufacturer regarding the patient due to data protection and the medical secrecy from the clinic.